Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter and reporting institution phone#: (B)(6).

Event description:
It was reported that the device is giving incorrect ECG readings. The actual heart rate is higher, similar to tachycardia, than measured by the ECG sensor. This problem has manifested itself once. The device was in clinical use. There was no report of patient or user harm.